Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of blood loss and urinary retention are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that post procedure of water vapor energy therapy performed on (B)(6) 2023 it was completed without any malfunction and adverse event. Three injections on right and two injections on left lobe were performed and minor bleeding was confirmed for each. A urinary catheter was placed in place until the urinary symptoms subsided on the same day. The patient was discharged from the hospital next day. On (B)(6) 2023, the urinary catheter was removed following the results of the voiding test. On (B)(6) 2024, the patient had symptoms of urinary retention, so a urinary catheter was placed. The catheter is still in place. The patient is stable.

Event description:
It was reported that post procedure of water vapor energy therapy performed on (B)(6) 2023 it was completed without any malfunction and adverse event. Three injections on right and two injections on left lobe were performed and minor bleeding was confirmed for each. A urinary catheter was placed in place until the urinary symptoms subsided on the same day. The patient was discharged from the hospital next day. On (B)(6) 2023, the urinary catheter was removed following the results of the voiding test. On (B)(6) 2024, the patient presented with urinary retention, which was accompanied by a worsening of the primary disease, and so a urethral catheter was placed on (B)(6) 2024. On the same day, the patient underwent laser photo selective vaporization of the prostate as retreatment for benign prostatic hyperplasia. The patient is stable.

Manufacturer narrative:
Correction to field b5 describe event or problem correction to field h6 impact codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of blood loss and urinary retention are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that post procedure of water vapor energy therapy performed on (B)(6) 2023, it was completed without any malfunction and adverse event. Three injections on right and two injections on left lobe were performed and minor bleeding was confirmed for each. A urinary catheter was placed in place until the urinary symptoms subsided on the same day. The patient was discharged from the hospital next day. On august 19, 2023, the urinary catheter was removed following the results of the voiding test. On february 29, 2024, the patient had symptoms of urinary retention, so a urinary catheter was placed. The catheter is still in place. The patient is stable.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hemorrhage and urinary retention are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.